Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the patient¿s doctor recommend that the patient come off the pump due to the patient¿s blood glucose (bg) levels. No specific bg values or symptoms were reported. No additional information was provided. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the implied allegation of an unspecified pump malfunction.